Event description:
The following has been reported: "we had 2 vancomycin doses that were given to a patient that should have been for 1750mg and we have 2000mg premix bags. We have that vancomycin dose built in the formulary, however. . .when it is given on a secondary line (as most of ours are when a patient has an IV running), when a partial bag is given, there are extra buttons to push to make sure the entire bag does not get infused. Apparently not all of the nurses knew this. . .some remembered this in training and some did not. . .so the entire bag got infused for 2 of the patient doses. I am putting out extra training information on this." Customer contact added: 4/1/24 - "no harm occurred. Thank you for following up. I was not in all of the trainings, so I don't know how this was trained on, however, I think that this should be emphasized when training. (We have quite a few nurses who do not remember being trained on this extra step)." 4/3/24 - fk rep added: a patient had an order for vancomycin 1.75 g. The hospital uses a ready-to-use vancomycin 2 g/ 400 ml. The correct medication was hung, but the nursing staff did not change the default from infuse until empty to infuse vtbi. The patient received two 2g doses instead of the 1.75g dose resulting in a medication error. (100 mg over dose). There was no harm to the patient. Working with the pharmacy about adding a clinical advisory for change to infuse vtbi and other reminders for the staff. Preliminary evaluation of the logs showed the following: logs not yet available. An active infusion was no delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Per the preliminary assessment, the issue appears to be a result of a training issue at the customer site. The operator did not change the default programming from infuse until empty to infuse vtbi. No serial number or log files were obtained for the device and the customer was not aware of which device experienced this issue. No log file review or sample evaluation are able to be performed. Therefore, this investigation has been closed.